Manufacturer narrative:
The DHR (device history record) could not confirm any abnormalities for the related inspection lot 40001846575. The following cutting electrode were returned to the manufacturing site in germany for investigation on 10-feb-2023: - (B)(4) items: lot: on01 (manufactured in feb-2022). - (B)(4) item: lot: on02 (manufactured in feb-2022). Upon investigation, it could be confirmed that all affected items were more heavily embossed distally and proximally than brand new electrodes. The final root could be determined and eliminated. In conclusion, the failure could be confirmed. In addition, the customer was made aware to chapter 4.8 of the corresponding instructions for use (97000002; version: 2.1 - 03/2019). This chapter contains information how to check these instruments before use. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The event occurred in malta. As stated by the customer: it was reported that "a string of incidents where the mentioned electrodes from lot on01 were coming undone the moment they commence using them. These electrodes are separating internally and coming apart in the patient's bladder and urethra. At first, they assumed that it was a singular event, but it became evident that many electrodes from the same lot number were afflicted with this issue. There are a total of eight packs of such electrodes identified up to this time with such an issue. Three electrodes from each pack were used to sample this problem and had a failure rate of around 70% prompting an immediate order to withdraw from use. Initially, I had suspected it was something in relation to the hf unit, but it has been proven not to be so. The mentioned test was carried out by different urology consultants using different hf units to exclude any relevance to this issue. In one case, the electrode came apart as soon as the resectoscope was inserted into the patient within a few seconds of hardly any hf use. This became stuck between the patient's bladder and urethra, and extraction was very difficult, to say the least."

Manufacturer narrative:
A review of the device history record (DHR) was performed on (B)(6) 2023. The DHR and could not confirm any abnormalities for the related inspection lot 40001846575. The inspection lot contained (B)(4) units, (B)(4) of them were tested for functionality. The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).